Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results between coaguchek xs meter (B)(4) and a lab using an unknown reagent. At 8:30 am, the customer tested by fingerstick on the meter and the result was 1.9 inr. The customer immediately retested on the meter and the result was 2.0 inr. At 12:30 pm, the customer had a lab test and the result was 2.54 inr. The customer has a therapeutic range of 2.0-3.0 inr. Customer is not anemic and has no antiphospholipid antibodies, no heparin and no direct thrombin inhibitors. The customer ate beets 3 or 4 days before the incident but has had no other dietary changes. Customer also recently took a nitroglycerin pill but had no other medication changes. There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 281241) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.